Event description:
It was reported the pt was no longer receiving stimulation coverage. It was determined the lead had migrated out of the epidural space. It was reported the physician planned surgical intervention to address the issue, however, the pt had appointments regarding cardiac issues.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.